Event description:
It was reported that the anesthesia workstation's air gas module was found defective. There was no patient harm. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and device logs, it was concluded that reported failure of the air gas module could be related to pressure transducer test, o2 flush test and insp/exp valve test failure. O2 flush test failure was caused by too short holding of the button during test, which is confirm in the device logs. There were no further failures regarding to this test failure. Review of the provided device's logs showed that prior to the date of event, device failed several tests. They were most likely related to faulty air gas module. Manual ventilation leakage test failed with report about excessive leakage, which also confirms that most likely defective gas module was leaking. There was no case indication in provided device logs, so it was not able to define when exactly the issue occurred. Air gas module is involve during system checkout (sco) process, especially with pressure transducer tests, both control and monitoring pressure transducers and apl/peep valve test, safety valve tests, vaporizer inlet/outlet valve test, flow transducer tests and overs. The air gas module is used to pressurize the system. The exact root cause why the air gas module was defective has not been determined.